Event description:
It was reported that during a ureteroscopy with laser lithotripsy procedure, the tip of the fiber broke off. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a ureteroscopy with laser lithotripsy procedure, the tip of the fiber broke off. The procedure was completed with another fiber without patient complications.